Event description:
Mms svc was contacted to investigate wobble in the table's column. While troubleshooting, the fst discovered that the table top would hesitate when commanded to lower and could then drop quickly with an approximate total load of (B)(6) applied to the foot of the table. No injury or adverse effects to a pt were reported to maquet. (B)(4).